Event description:
Pt called to report epidural catheter "separated" at site of connection to filter. On inspection it was noted that 60" extension tubing (bc 566 luer-lock-extension set) had infact separated at site of "male" luer-connector. No signs of stress to tubing. New tubing was assembled, primed and connected to infusion pump and infusion restarted. Pt remained comfortable.